Manufacturer narrative:
Information was forwarded from the owner establishment zimmer inc., which markets the devices in (B)(4). The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. With the given information, no further investigations are possible. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that pt experienced shoulder pain 2 years post-op from a reverse shoulder arthroplasty. Surgeon obtained x-rays of right shoulder. On x-ray surgeon could see a fracture tm base plate post along with a broken screw. Seems that the pt fell months ago but doesn't remember. Revision status is unk.